Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. This report is on unknown liss plate, part and lot numbers are unknown. Event: (B)(6) 2010. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Journal article received: fixation of periprosthetic femur fractures above total knee arthroplasty with the less invasive stabilization system: a midterm follow-up study; werner kolb, md, hanno guhlmann, md, christoph windisch, md, frank marx, md, heiko koller, md, and klaus kolb, md; the journal of trauma injury, infection, and critical care, volume 69, number 3, september 2010 pp670-676; reported: a retrospective study to evaluate the midterm functional outcome of 23 female patients, mean age 77 years, with periprosthetic fractures above well-fixed total knee arthroplasties. Between 1999 and 2004, the patients were treated with synthes device, less invasive stabilization system (liss). Nineteen of the patients were seen after a midterm follow-up of 46 months (range, 26¿67 months). Results included: a proximal screw pull-out seen on x-ray related to the position of the internal fixator with subsequent placement of cortical screws; two delayed unions; one malalignment with seven degree varus; and one deep venous thrombosis. All fractures healed within a mean of 14 weeks. The authors concluded that a minimally invasive, locked plating system allowed stable fixation, early knee motion and minimal complications. This report is for an unknown liss plate. This is report 1 of 1 for complaint (B)(4). A copy of the journal article is being submitted with this medwatch.